Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a broken occluder feet to the main body located beneath the twist sleeve. The reported condition was verified. The cause of the damaged occluder feet could not be determined; however there was evidence of a cleaning agent or foreign solvent around the threads of the main body could that could have contributed to the damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the white twist sleeve and light blue main body of a transfer set resulting in fluid leakage; further described as "dialysis fluid was leaking because the patient's regulator was damaged and not locked". This was noticed after use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.